Event description:
After changing out the clave on the ra (right atrium) line per policy I noted the line was leaking upon flushing the line. Upon further inspection I noticed that the hub where the new clave was attached has fractured. Md was immediately notified while the line was clamped downstream of the clave.